Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the small grasping retractor instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided image was performed, and the following additional information was provided: it was confirmed there is a broken pitch cable. It appears like the fragment is the broken pitch cable segment along with the crimp. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. A2 - age was selected as 60 years based on information that the patient was "in their 60's".

Event description:
It was reported that during a da vinci-assisted left pulmonary lobectomy procedure, bleeding occurred after a wire from the small grasping retractor instrument snapped and struck the pleural wall. Prior to use, the instrument had been inspected with no visible damage or irregularities detected, and it did not collide with any other instruments. The surgeon was using the retractor to maneuver a part of the lung, at which point the instrument ceased to articulate, and bleeding commenced along the pleural wall adjacent to the instrument. Approximately 50ml of unexpected bleeding was resolved using the maryland bipolar forceps to cauterize the area and a third-party hemostatic agent was applied to the injury site. The patient did not require a transfusion. A cable was observed protruding from the distal end of the instrument, and a fragment fell inside the patient but was immediately retrieved. The instrument was then removed and inspected to ensure no wire fragments remained in the patient. The procedure was completed robotically, and it is unknown if the patient is experienced any post-operative complications.